Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, multiple occlusion alarms occurred. Customer declined tandem technical support to follow-up for troubleshooting and declined to provide further information. There was no reported impact to customer's blood glucose level.